Manufacturer narrative:
The attachment was received at the manufacturer for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with surgical debris getting into the device. That caused a failure of the lock collar. The device could not be repaired and was discarded.

Event description:
It was reported that the attachment overheated during an extraction procedure. There was no pt or user injury, and the procedure was completed successfully with another device.